Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 43 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. A ligature mark and an additional cut into the insulation were found 30.5 cm proximal to the lead tip. The above mentioned cuts probably resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This ra lead was explanted due to insulation injury. No adverse patient events were reported. Should additional information be received, this file will be updated.